Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited signs of corrosion inside the light guide lens and foreign material and corrosion between the server plug-in adhesive and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the investigation results and the provided information, it could not be definitively determined what the foreign material in the subject device was. There was physical damage with residual liquid at the distal end, and it is unknown whether reprocessing was performed according to the instructions for use (IFU). Additionally, regarding the foreign material found inside the light guide lens, since it was not on the external surface of the device, it could not be removed through reprocessing. The light guide lens glue was peeled off due to physical stress (e.g., hitting or dropping the distal end) or chemical stress (e.g., exposure to chemical solutions). This allowed humidity to invade the light guide lens, leading to corrosion. However, the cause of the material remaining in the device could not be determined. The event (residual liquid at distal end) can be detected/prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope the event (light guide lens was dirty) can be detected/prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope" three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.